Event description:
A patient reported she had been getting a shocking up her spine to the point where she could not move her legs. The patient stated the healthcare professional (hcp) told her to put in a low setting. The patient stated that on the night of (B)(6) the device was shocking her for 4 hours, while on a low setting. The patient stated she contacted the hcp who told her to turn stimulation completely off. There was no trauma or falls related to the issue. The patient stated the shocking began in (B)(6) 2017. There were no further complications that have been reported as a result of this event. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.